Event description:
A customer reported experiencing a cartridge alarm with their insulin pump. There was no adverse impact to the customer's blood glucose level. The cartridge alarm did not occur during the load process, and prior alarms with this pump had not been reported. Technical support confirmed the issue and decided to replace the pump since it was still under warranty. The customer was instructed to store the current pump before returning it and to return it within ten days to avoid charges. They were advised to use multiple daily injections as a backup therapy and informed that the new pump would come with updated software.